Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 13-jun-2017, a technical support specialist (tss) addressed the reported event where the customer informed that they had ca 125 pt failure. 14-jun-2017 received some of the requested data , will review and call him back when complete. Customer stated that has an additional set of the most recent api survey samples. He will call/email after he receives the samples and runs them. Also sent him a reagent reimbursement form to submit. 6/20/17 follow up - left vm for update to see if he repeated his api samples. 6/22/17 follow up call - left vm for update, 2nd attempt. 6/23/17 follow up call - left vm for update, 3rd attempt. This ticket was closed due to the lack of response from this customer. No further action required. The probable cause of the event was unknown.

Event description:
On (B)(6) 2017, a customer reported api survey sample failed. 1 out of 3 specimens with their aia-360 analyzer. Customer indicated a that the last api event in 2016, they failed 1 out of 2 specimens and not with the next api survey, they failed 1 out of 3 results. The laboratory director made the decision to suspend the ca 125 testing. Customer will provide the calibration and qc data along with the api survey results. Ts also advised customer run a precision study to verify the sampling. The customer is unable to run ca 125 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting ca 125 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.